Manufacturer narrative:
The customer reported that the spring magazine of this likorall 242s lift strap unraveled and the patient dropped off onto her bed. The spring magazine was reported to be the defect. The customer was advised to replace the spring magazine on the lift, and a spare part was sent to them. The spring magazine on the likorall 242s is a component in the mechanical emergency lowering device. A broken spring magazine does not cause the patient to be lowered, but if the patient is lowered to rapidly, this can cause the spring magazine to break. In the IFU for likorall 242 (7en120115 rev. 11), it is stated together with pictorial description: mechanical emergency lowering (likoralltm 242 s/ es) 1) move the emergency lowering handle up and down until the patient has been lowered and the lift strap is completely slack. Always ensure that the emergency lowering is made to a bed, wheelchair or other suitable location. 2) after mechanical emergency lowering has been performed, resetting/adjustment of the lifting height is required: - lower the sling bar so that the lift strap is completely slack. - hold down the emergency lowering handle halfway. Simultaneously, tighten the lift strap by turning the black wheel counter clockwise with the other hand. Repeat until the desired height has been achieved. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. As only the spring magazine needed replacement, this event is likely to be a use error. Hillrom is conservatively reporting this event due to patient fall.

Event description:
Hillrom received a report from the account stating that the spring magazine of this likorall 242s lift strap unraveled and the patient dropped off onto her bed. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4)